Manufacturer narrative:
The hospital's biomed has inspected the device in follow-up of the event and determined that the lower diaphragm of the ventilator piston was damaged. The log file was evaluated by dräger and, the initial expertise could be confirmed. It was thus recommended to replace the diaphragm which the biomed did, consequently. It was verified by testing that this has put back the device into fully operable condition. The device uses an auxiliary vacuum pressure to keep the upper piston diaphragm in place to avoid wrinkling and damage during ventilator operation. A second (lower) diaphragm is used to seal the vacuum pressure against ambient. If this vacuum pressure drops between a certain limit the device is designed to shut down automatic ventilation and to post a corresponding alarm which has obviously worked as intended in the particular case. Manual ventilation as well as the monitoring functions of the device remain unaffected. The user can finish the procedure in manual ventilation or at least bridge the time until a replacement device was made available. The replaced diaphragm was inspected by the manufacturer. It can be confirmed that a puncture has occurred which led to a loss of the vacuum pressure. From the appearance of the area of damage it cannot be excluded that the diaphragm had been incorrectly installed. The diaphragm is subject to mechanical stress and deterioration and thus, part of the three-year maintenance kit for preventive replacement. The anesthesia workstation was in use for approx. 15 years now; it could not be clarified when the last replacement was performed. Dräger finally concludes that the issue does not incorporate a previously unidentified or falsely assessed risk; appropriate measures to prevent from events like this are in place.

Event description:
It was reported that automatic ventilation failed during a surgical case. Device was swapped out. Reportely, no patient injury has occurred.